Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the infusion device delivered an unexpected and erroneous insulin bolus of 4 units. The reporter stated the bolus appeared "spontaneously" and she had not ordered it. No adverse event reported. Return of the suspect device was requested for evaluation.